Event description:
Per user facility report (summary of event): event description: on (B)(6) 2011, sometime after 6:30 - according to the first responding respiratory therapist, she walked into the residents room and found her on the floor. Her arm was stuck between the siderail and the mattress and her chin was stuck on a shelf of the ventilator. First responder called for help. When the second responder arrived they got the resident unstuck from the vent and the bed, made sure she was breathing ok on the vent. A nurse then responded and called for more help. They got the resident situated on the floor with a pillow under her head. The nurse then called 911. The rescue squad arrived and the resident was placed on the stretcher and transported to the hospital. Hospitalized for a fractured hip. The second responder stated they found a can of pop on the floor and thought the resident may have tried to get up to get it and fell. On (B)(6), a field service rep was called to inspect both the bed and mattress and found no problems. On 7/26/2011 a sales rep notified the service rep that the pt had passed away six days after the initial fall. Further event summary reads that the technical support rep (tsr) was interviewed regarding an alleged pt fall off a gendron bariatric bed frame where the pt allegedly broke her hip. The tsr indicated that the frame had head siderails installed and the respiratory therapist found the pt on the floor with her arm stuck between the mattress and the siderail. The nurse indicated that the pt had a trachea installed and on a ventilator but was attempting ot reach a soda on the bed side table when she fell to the floor and caught her arm in the frame and her chin on the bed side table ultimately fracturing her hip as a result of the fall. The tsr found no problems with the air surface or the bedframe once he inspected the devices at the facility. The tsr was notified (B)(6) days later by a sales rep that the pt had passed away. The sales rep was interviewed on (B)(6) 2011, regarding the pt's death that occurred (B)(6) days after the pt fell. She said one of the nurses from the facility called to notify her that the pt had died but there was no confirmation of the cause of death. The rep said the pt needed surgery to survive but could not have the surgery due to her the complications and the facility nurse explained that the pt passed away and had a do not resuscitate contract.

Manufacturer narrative:
After review of the incident, the bed was found to be in proper working order. Though there was no witnesses to the incident, as the MFR of the bed only, the resulting conclusion is that this complaint meets the specs for a reportable event in that the device may have contributed to this event. It has been determined that the complaint does not involve the failure of any device, packaging or labeling but involves a situation where the results suggest a possible user interface problem with the bed and/or sleep surface. Furthermore, taking into consideration that there are no prior complaints of a similar event since inception of this bed model and there were no witnesses to the event it is uncertain exactly what took place. Evidence was inconclusive to determine if the pt was in bed or out of the bed at the time the incident occurred. Gendron considered both the technical support rep's inspection of the unit involved along with the fact the unit is in service with another pt and the circumstances of this incident and felt that it would not be necessary to return this device.